Manufacturer narrative:
Inratio precision data provided by end user lot 070383: first test inr = 4.8 second test inr = 5.0. Mean = 4.9; sd = 0.14; %cv=2.9%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered and no precise further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 4.8; second test inr = 5.0.